Manufacturer narrative:
Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2021-30151. Manufacturer reference number: 2017865-2021-30152. Manufacturer reference number: 2017865-2021-30155. It was reported that the patient developed pocket infection. A small hole on the suture line at the pocket site was noted. The patient was in stable condition. No intervention was reported.

Event description:
New information received notes that the entire system including ICD and leads were explanted. The patient had normal recovery.